Event description:
Oscor medical model rx58tbv, ventricular pacemaker lead, implanted 05-28-93 displayed normal function and a bipolar ventricular resistance in the upper 700-800's from implant through 07-24-95. The resistance fell significantly over the next 6 mos, measuring 337 ohms bipolar on 03-18-96. The lead was surgically replaced on 04-17-96 due to impending malfunction secondary to bipolar inner insulation failure.